Manufacturer narrative:
Product analysis: the product discarded and will not be returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information that after the implant of this transcatheter bioprosthetic valve, aortic regurgitation was noted due to a possible perforation of the non-coronary cusp. Later that day, the valve was surgically explanted due to worsening aortic regurgitation. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.